Manufacturer narrative:
Patient says she fell when she was out walking her dog. The patient suffered no serious injuries, but the risk of serious injury existed. A plastic attachment that holds the frame together of the rollator is missing which makes the walker becomes unstable. The screw is left, but it was broken in half. The patient can not certainly say whether the plastic attachment was broken before she fell, or if it was broken in connection with the fall. The melody is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The function(s) are the same, they all have brakes and locking mechanisms, the biggest difference would be 3 wheel vs. 4 wheel.

Event description:
Patient says she fell when she was out walking her dog. The patient suffered no serious injuries, but the risk of serious injury existed. A plastic attachment that holds the frame together of the rollator is missing which makes the walker becomes unstable. The screw is left, but it was broken in half. The patient can not certainly say whether the plastic attachment was broken before she fell, or if it was broken in connection with the fall. The melody is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The function(s) are the same, they all have brakes and locking mechanisms, the biggest difference would be 3 wheel vs. 4 wheel.